Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fifth inflation at 10 atm for 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.